Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found an endoscope controller overheating message as well as errors 7735 and 48380. The fse replaced the endoscope system controller (esc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Error logs were reviewed and confirmed that error 48380 did trigger in the field but could not confirm an occurrence of error 7735. Visual inspection of the unit found no issues to be related to the event. The unit was installed onto a known good in-house system and the system did not trigger any error during startup. The system was powered cycled multiple times and no issues were observed. The system was left idle for some time and it was in good condition. Image quality was great. Performed instrument driving test and system was functioned as designed. The unit was able to engage with the endoscope. Further investigation showed that the unit passed calibration and functional testing. The unit worked as designed. The complaint was confirmed based on failure analysis. Failure analysis confirmed an electrical/fiberoptic defect on the esc, however the investigation could not determine the root cause of the reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a training/demo of the da vinci system, multiple instances of fault 48380 were observed on the system intermittently. The caller power cycled the system, but the issue remained. The caller then hard power cycled the system, but the issue remained. There was no patient involvement.